Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the system controller not alarming during a loss of ac power was not confirmed. The heartmate iii system controller (serial #: (B)(4)) was not returned for analysis; however, a log file spanning approximately 28 days ((B)(6) 2021 per timestamp) was submitted for review. On (B)(6) 2021 at 9:11:36 - 9:11:40 there was an atypical loss of ac power while connected to the mobile power unit. The backup battery provided power during this event. This event cleared when ac power was restored. Pump operation was not affected. There were no additional events in the log file related to the loss of ac power. Additional information communicated on (B)(6) 2021 indicated that there were no further issues regarding the system controller (serial #: (B)(4)) and that it would not be returning. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2021-01599. It was reported that the patient's device alarmed for low voltage and no external power. The patient denied either alarm happened and stated they never let batteries get low enough to cause a low voltage alarm, and never disconnected both power cables simultaneously. It was confirmed that no audible/visual alarm was triggered for the event. The log file recorded no external power / low power hazard alarms all while the device was powered through the mobile power unit (mpu). The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on the system controller backup battery / power save mode. There was no interruption in pump support during this event. This was caused by power to the mpu being briefly interrupted when the unit came unplugged from the wall. The mpu had a v-lock connector on the ac power cord. There were no other unusual events in the log file.